Event description:
Same case as: 2134265-2012-02317 & 2134265-2012-02319. It was reported that during an angioplasty treatment procedure, withdrawal a balloon rupture occurred. The 80% stenotic lesion was located in the iliac artery. The physician advanced a 4/5.8/120 xxl balloon to the lesion and on the first inflation, inflated the balloon to the labels recommended rated burst pressure and the balloon ruptured. The device was removed intact. The physician then advanced a second 4/5.8/120 xxl balloon to the lesion and on the first inflation, inflated the balloon to the labels recommended rated burst pressure and the balloon ruptured. The device was removed intact. The physician then advanced a third 4/5.8/120 xxl balloon to the lesion and on the first inflation, inflated the balloon to the labels recommended rated burst pressure for the maximum of one minute. During withdrawal the balloon ruptured at the distal and proximal ends and upon removal two fragments of the device remained inside the patient. The physician was able to retrieve the largest fragment using a retrieval system, but the smaller piece with the radiopacity mark remained stuck in the stent. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Event description:
Same case as: 2134265-2012-02317 and 2134265-2012-02319. It was reported that during an angioplasty treatment procedure withdrawal a balloon rupture occurred. The 80% stenotic lesion was located in the iliac artery. The physician advanced a 4/5.8/120 xxl balloon to the lesion and on the first inflation, inflated the balloon to the labels recommended rated burst pressure and the balloon ruptured. The device was removed intact. The physician then advanced a second 4/5.8/120 xxl balloon to the lesion and on the first inflation, inflated the balloon to the labels recommended rated burst pressure and the balloon ruptured. The device was removed intact. The physician then advanced a third 4/5.8/120 xxl balloon to the lesion and on the first inflation, inflated the balloon to the labels recommended rated burst pressure for the maximum of one minute. During withdrawal the balloon ruptured at the distal and proximal ends and upon removal two fragments of the device remained inside the patient. The physician was able to retrieve the largest fragment using a retrieval system, but the smaller piece with the radiopacity mark remained stuck in the stent. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual examination of the device showed evidence of the balloon having being inflated. The shaft was kinked just distal to the strain relief. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material noted a pinhole leak at the proximal marker band. No damage was noted to the markerband. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).